Event description:
It was reported that patient presented in clinic for routine follow up when intermittent far field r-wave oversensing on the atrial channel was observed via electrograms. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.